Event description:
Report of alleged "user fractured her leg while getting off the platform. She would lower lift to ground, then start to operate her chair to get off. She would get approx 3/4 of the way off, and the back part of her chair caught the barriers. She fell out of the chair and broke her leg. She was not wearing her seat belt at the time of incident.